Event description:
Pt receiving hyperalimentation feeding. Filter on tubing had come apart "on the seal." Hyperalimentation stopped until new solution and tubing could be placed (another solution was hung). Had a different solution been running in, the pt could have had some serious problems. In this case, pt suffered no ill effects due to timing of nurse's observation.